Manufacturer narrative:
Device received with critical pump error (open book image) after battery insertion due to moisture damage on electronic board stack. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unable to verify pump error 40, pump error 24 or frozen screen anomalies due to critical pump error. Moisture damage on force sensor assembly and motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had x with question mark and screen turned off. The customer¿s blood glucose was 142 mg/dl at the time of incident. Customer reported that they received multiple insulin pump errors. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.